Event description:
The customer reported "vent had alarmed high vte's/low minute volume; hw fault flashing and would not give manual breath and powered down without alarms. No allegation of pt consequences. Pt was placed on backup vent and did fine".